Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The field service engineer (fse) inspected the system on site and confirmed that the system is not booting. The fse checked the monitor power supply and signal to monitor. The fse reseated the pc board. After reseating, the system was returned to use in good working order. The codes were updated based on the investigation outcome. The health impact code was corrected.

Event description:
It has been reported to philips that system was not booting up. The system was in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that host pc was not booting up. The fse reseated the pc boards and the system was returned to use in good working order.